Manufacturer narrative:
B5 - "reportedly, " on (B)(6) 2023, patient come in complaining of re blurred vision and seeing a lot of stars outdoors since (B)(6) 2023." Should be added in the intial MDR. D10 - "injector model: msi-pf - lot# unk; cartridge model: sfc-45 - lot# unk; foam tip plunger - lot# unk." Should be added in the initial MDR. H3 - device evaluation 3331 - device history record (DHR) review - the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim # (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - pigment dispersion. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.50/1.50/069 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to elevated intraocular pressure, pigment dispersion, blurred visoin and prolonged postoperative anterior uveitis. It was reported that the iop was controlled with medication. If additional information is received a supplemental medwatch report will be submitted.